Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery about a month prior to the call, which had not been previously reported. The customer did not know the blood glucose reading. She also stated that now the insulin pump took 10 minutes to power up, which made her think something was going on with the device. No significant events leading to the alarm were observed. She also reported that she had experienced more issues with getting her blood glucose levels down, and she was unsure whether it was device related. Troubleshooting for the delayed display issue and low blood glucose levels was declined. Advised replacement of the insulin pump. Nothing further reported.